Manufacturer narrative:
Continuation of d11: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the serial number was unknown. Rep tried to call the patient and left her a voicemail. The cause of charge cord damage was unknown. Rep gave patient one of the used chargers donated by different patient. Patient recharger issue been resolved. Patient had battery replacement on (B)(6), 2020. The information was confirmed with physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they are feeling a burning at the implantable neurostimulator (ins) site when increasing stimulation. They indicated that the issue began 2 weeks prior to the report. They noted that they have turned down the stimulation to the lowest settings to avoid the burning sensation. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was seen on (B)(6). The patient told the rep about their issues with the charger and she also mentions that the cord for her charger is damaged. She told the rep she lost weight. When the rep tried to find the ins using their charger, they did not have a problem locating it and the rep didn't see any problem with coupling. The rep gave the patient a new charger and a phone number to call customer service to report the broken charger and get a new one as the one the rep gave the patient was theirs. The patient was supposed to call the rep back and let them know if the charging problem has been resolved or if there is something else going on with the battery. The rep has tried to call the patient a few times, but she didn't answer. The rep assumed the patient got a new charger and she no longer was having charging issues. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her implant had completely stopped charging and she would get no coupling boxes. The patient reported that a manufacturer¿s representative (rep) gave her a new recharger to see if that would solve the issue and the new recharger charged it for one or two days but then she would get no coupling boxes with that recharger as well. The patient reported that she could charge for 2 hours but the device wouldn¿t charge. The patient reported that the implant battery was starting to feel like it was burning her every time she tried charging her implant and every time the battery started to die. The patient reported that these charging issues started in october of last year. There were no falls or traumas that could be related to the issue. The patient was walked through the antenna locate feature and the highest number the patient was seeing was 66 but still received no coupling boxes when trying to start a recharging session. No further complications were reported.